Event description:
It was reported that the right ventricular lead exhibited oversensing of noise, high capture thresholds, and high pacing impedance. The lead was capped and replaced on (B)(6) 2021. The patient was discharged.